Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported a system message was received during setup. The system was switched out and the case was completed. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was able to confirm the reported system message. The fluidics module was inspected and the vent solenoid spacer was replaced. During the fluidics verification, an error code was displayed multiple times. The fluidics module was replaced. The calibration and operation was confirmed. The system was then tested and met all product specifications. The replaced fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).